Event description:
Spontaneous call from patient stating one of her pump is making noise and she tried several methods and neither are not working. Pharmacy is shipping out new pump. Did the reported product fault occur while in use with the patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual device available for investigation? Yes, did we replace device? Yes. Did the patient have a backup device they were able to switch to? Yes. If yes, was the patient able to successfully continue their infusion? Yes. Is the infusion life-sustaining? Yes. What is the outcome of the event? Patient switched to back up pump. Resolved? Yes. Reported to (B)(6) by pt/caregiver.